Event description:
It was reported that stent damage occurred. A 3.50 x 24 synergy ii des drug eluting stent was selected for treatment. After taking the device out of the box, it was noted that the stent strut was raised. The device was then not inserted inside the patient. The procedure was completed with another of same device. No patient complications were reported.